Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to multiple flipped bits. The product code could not be downloaded. The device was at end of life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The estimated remaining longevity was calculated at 1 to 4 months.